Event description:
Subsequent to the initial medwatch report, the following additional information was received: difficulty was encountered fully splitting the exchange sheath and the starclose se device clip could not be deployed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty splitting the exchange sheath and a failure of the clip to deploy was not confirmed. Analysis of the device indicated that the device was fully clip deployed; the clip was not returned. In addition, the exchange sheath was completely slit and was undamaged. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a percutaneous transluminal angioplasty of the leg, arteriotomy closure was attempted of the femoral artery using a starclose se device. Prior to arteriotomy closure the subcutaneous tissue tract was enlarged down to the vessel by making a small nick and spread opening of the subcutaneous tissue tract. Reportedly, when the clip was deployed, it did not discharge. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. The reported experience resulted in a longer post-procedure wait time. The operator was reported to be trained and a very experienced operator in the use of the starclose se device. No additional information was provided.